Manufacturer narrative:
While it is unknown if the device used in this case caused or contributed to the patient¿s symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that during use of p&b universal refill 4ml. The patient experienced burning sensation on the tongue. The outcome is unknown as of this MDR, further information requested.

Manufacturer narrative:
Retained sample was examined. Results are within specification and can be found in the attachment. The assessment is not applicable to this complaint. The DHR of the complained batch was checked. There were no abnormalities in the DHR. Root cause: no defect proven. Conclusion code: no failure found.